Event description:
A fire occurred in a house where a scooter was located. The cause of the fire was determined to be accidental human error as no forensic evidence was developed to indicate that the scooter malfunctioned. The user passed away from carbon monoxide poisoning.

Manufacturer narrative:
The device is not available for review by the MFR. Device eval was performed by local fire and law enforcement personnel, the insurance company, and by an independent certified fire investigator and licensed electrical engineer. The fire was contained to the victim's clothing, newspaper, dish towel, and the foot platform material on the scooter. The cause of this event was not product related.